Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: alarm '446026,431015,self test failed'. No patient involvement.